Event description:
This needle bent upon contact with the tissue during first pass. The needle did not puncture the tissue. Instead, it bent at a 90 degree angle upon hitting the tissue. The needle was retracted into the sheath and the device removed from the pt. Outside the pt, the needle was extended to view the damage and a fractured segment of the needle exited the catheter. Additional info received confirmed the needle was broken at the tip. Nothing detached inside the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects to this occurrence.

Manufacturer narrative:
The customers' complaint issue was confirmed as follows: "this needle bent upon contact with the tissue during first pass. The needle did not puncture the tissue. Instead, a bent at a 90 degree angle upon hitting the tissue. The needle was retracted into the sheath and the device removed from the pt. Outside the pt, the needle was extended to review the damage and a fractured segment of the needle exited the catheter." Additional info received confirmed the needle was broken at the tip and nothing detached inside the pt. The info received confirmed the device involved in this complaint to be an echo-hd-22-ebus-p (echo) device. The lot number was not provided therefore it was not possible to check if any of the affected lot remained in stock. The echo device involved in this complaint was not returned for eval. Therefore the customers' complaint cannot be confirmed. With the info provided a document based investigation was carried out. The complaint info provided stated the needle tip bent at a 90 degree angle upon contact with the tissue being sampled. During retraction of the needle and removal from the scope it is possible the bend resulted in a breakage. From the info provided a cause for the needle tip becoming bent and subsequently broken may be attributed to individual pt anatomy if the area being sampled was a particularly hard mass or lesion. However, as the echo device involved in this complaint was not returned for eval it is not possible to conclusively state if this is the cause of this complaint. The complaint info received confirmed this needle breakage occured outside of the pt and no section of the needle remains in the pt. No adverse effects were reported to the pt as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. As the lot number of this echo device was not provided it was not possible to conduct a review of the relevant manufacturing records. No corrective action is warranted at this time. This event did not impact the pt or user. Info received confirmed the needle broke outside of the pt. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.